Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4). Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion system for the treatment of intractable spasticity and head/brain injury. It was reported that the patient's pump was empty. It was unknown if the patient had missed a refill. The caller was requesting to have the pump programmed off and required the pump off password. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding the patient who was receiving baclofen of unknown con centration at an unknown dose rate. It was reported that the healthcare provider did not initially have access to a clinician programmer. The patient was at their hospital and the hcp believed the patient¿s pump was empty for over a year. It was clarified that the time lapse since the last refill date was over a year. It was noted that they do not manage the patient and have not seen the patient before. The date of event was requested but was unknown. The patient did not currently have an hcp. It was noted that bb eol meaning was reviewed and what to do to resolve and the hcp was able to resolve. No further patient complications have been reported as a result of this event.